Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that while in an axiem shunt placement procedure, they saw the tip of the stylet moving back and forth when the surgeon had it stationary on the skull of the patient. Site did not have issues registering the patient. Site checked field for metal interference. Side emitter was used during that time. The manufacturing representative (rep) reseated the instrument connection into electromagnetic (em) interface with no change. Surgeon used stylet to check anatomical landmarks and felt confident enough with the accuracy to continue. There was a 5 minute delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version#: 2.1.0, ubd: , UDI#: ; product ID: 9735428, serial/lot #: (B)(6), ubd: 22-dec-2026, UDI #: (B)(4). No parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the stylet, lot number: 241222a, was returned to the manufacturer for analysis. The returned stylet had normal tracking and verification when connected to a known good system. No problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735736, software version: 2.1.0. It was reported that there were two application session logs present of the issue date. Only the first session captured that the site used shuntem procedure and proceeded until the navigation task. The session captured very few coil noise interference. The session did not capture any disconnection issue as the axiembob and axiememitter connection status were connected throughout the session. The logs did not capture any other fault or error related to the electromagnetic navigation interface unit (axiem). There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Already reported codes b01, c19 and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.